Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 99 ml, flow rate: 2 ml/hr, procedure: unknown, cathplace: unknown, device fill time (B)(6) 2016, 1325 pm, infusion start time: (B)(6) 2016, 1325 pm, infusion end time: (B)(6) 2016, 1125 am. Additional information received stating the pump was placed on (B)(6) 2016, the pump emptied approximately 22-hours after initiation. This incident happened at the patient's home. No adverse event reported.

Manufacturer narrative:
(B)(4). UDI # unknown. There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Device not yet received for evaluation.

Event description:
(B)(4) received a single report that referenced six different incidents, which were associated with separate units, involving six different patients. This is the first of six reports. Refer to 2026095-2016-00156 for the second patient. Refer to 2026095-2016-00157 for the third patient. Refer to 2026095-2016-00158 for the fourth patient. Refer to 2026095-2016-00159 for the fifth patient. Refer to 2026095-2016-00160 for the sixth patient. It was reported by a pharmacist that there was a patient that experienced a pump that infused medication too fast; about a day too fast. The patient was allegedly hospitalized because of severe diarrhea and nausea (very severe 5fu adverse symptoms). The pharmacy followed the instruction for use flow table to fill the pump to 99ml for 46 to 48 hour infusion.